Event description:
The customer reported being hospitalized for high blood glucose of 657 mg/dl. Troubleshooting was performed. The customer stated that she changes the infusion set every three days. The customer stated that the most recent high blood glucose was 379 mg/dl. The customer changed the infusion set to resolve the issue. The programming on the insulin was correct. Ran a fixed prime test and passed. The customer stated that she noticed bent cannulas before. The customer also stated that the insulin pump is cracked by the reservoir compartment and by the battery cap close to the screen. The customer stated that the cracks have been for a while and she does not know how it happened. Advised the customer to revert to back up. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.